Event description:
The customer reported via phone call that she was hospitalized due to a blood glucose level of 16 mg/dl. The customer reported treating the low blood glucose level with soda. Troubleshooting did not reveal any malfunction of the insulin pump. Blood glucose level at the time of the call was 86 mg/dl. The customer will monitor the device and not return it for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.